Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the pneupac ventilators parapac, gave an intermittent low pressure alarm. No death or serious injury was reported in connection with this incident.

Manufacturer narrative:
Device eval: one smiths medical pneupac parapac ventilator was returned for analysis in used condition. Visual inspection showed the device was in good condition. Functional testing involved connecting fifty (50) psi airline to device input and running a four (4) hour test periodically changing settings and turning device off and back on and showed the device cycled as designed. A lock off leak test was performed and the device passed with no significant drop in pressure detected. On further investigation, it was found that an anti-panting device gasket was damaged, and was replaced. The problem source could not be identified. Based on the investigation, the complaint allegation was not confirmed.